Manufacturer narrative:
The specimens are collected via vacutainer in bd, 4ml edta tubes, stored in room temperature and processed within 5 minutes of collection. Qc is run before and after the event and recovered within specifications. A field service engineer (fse) was dispatched and indicated that after review of customer processes, the customer will let the sample rock longer after draw. No other issue reported. The fse will return with large latex particles to adjust conductivity. The root cause for this event is unknown.

Event description:
While on an unrelated call with the cts, the customer indicated that the coulter lh500 analyzer is generating erroneously high basophil (ba%) results for patient samples throughout the day. Instrument data has been requested for the samples with this issue, but no results have been provided. The lab has implemented a protocol to re-run samples and/or perform a manual differential when the ba% values are outside of established lab limits. When rerun, the ba% values are typically lower. No erroneous results were reported out of the lab. There was no death, injury, or affect to patient treatment reported for this event.